Event description:
It was reported that during a hemorrhoidectomy, the stapler did not fire. After removing the stapler, the surgeon noticed that half of the staples were still in the staple housing. The case was completed with a like device with no patient consequence.